Event description:
A malfunction alarm was reported by the customer, indicated by a malfunction code on their pump. There was no reported impact on the customer¿s blood glucose level. The issue was resolved by the customer with assistance from technical support, who provided instructions to reset the pump, and the malfunction code did not reappear. The customer was instructed to continue using the pump and to reach out if the issue occurred again.